Event description:
It was reported that while the transducer was being used to scan a patient, the transducer probe was intermittently exhibiting the symptom of prompting a usacquisitionhw_31 error. It was indicating that the code was interpreting that something was wrong with the probe thermistor. The reported phenomenon occurred in the middle of a coronary artery bypass graft (CABG) procedure. The procedure was delayed by 30 minutes; however, the CABG was completed with the same transducer probe. There was no loss of data so the procedure was not repeated. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: during the investigation of the complaint, it was determined that the possible root cause of the system error message was from a gastro flex thermistor trace crack and open due to an insufficient cable assembly and/or gastro flex reliability; these are related to design. Improvement action plans were established through a CAPA.

Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. In this case, the transducer was returned for analysis. No information on the device history record which indicates any non-conformance at the moments of manufacturing process. System error was reproduced during testing. A probable cause could be gastro flex thermistor trace crack and open because of insufficient cable ass'y and/or gastro flex reliability which is related to design.